Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6118687. During this lot number, 348 samples were activated by separation of inserter, separation of the rubber stopper and separation from prn. No values out of specification were found and no problems during activation were observed. The product is tested (pull force) through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. This defect reported is not related to the assembly process. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no sample was returned for evaluation. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the needle on the suspect device failed to retract. The nurse was then recapping the device when the needle punctured the side of the cap, resulting in a needle stick injury to her finger. The source patient had lab work. There were no labs drawn or prophylactic medications provided to the nurse.